Event description:
Enterococcus faecalio wound infection [wound infection bacterial], fever [pyrexia], abscess [abscess]. Case description: spontaneous report received in 2009 from a physician regarding a female patient of unknown age. The previous month, the patient had a right hemicolectomy for large intestine carcinoma. The patient already had ileus as a preoperative complication. One sheet of seprafilm was placed under the mid incision during the procedure. One week later, an abcess developed at the area where the seprafilm had been placed. As of two days ago, the event alleviated. The physician assessed the event as moderate, non-serious and probably related to seprafilm. The physician considered the pre-existing ileus was a risk factor. Additional information was received from the physician, via a distributor, two weeks later regarding a female patient. The patient had a history of uterine cancer, an operation for which was performed on an unknown date. The patient had no history of diabetes, allergies or smoking. The patient had no experience of nuclear radiation therapy. Pre-operatively the patient was reported to be in general good condition with malnutrition and anemia. The patient had a pre-operative complication of an ileus. Details of the operation performed were provided and indicated the patient had a right hemicolectomy for ascending colon cancer and ileus. There was an existing adhesion in the pelvis and was detached. In the abdominal cavity, there was non-purulent inflammation and no infection. An interperitoneal lavage was practiced using 3l of saline. One sheet of seprafilm was placed under the mid-incision at the closing of the abdomen where no infection existed. There was no direct placing of the anastomosis part. The placing condition was good. It was reported that the lot number of the seprafilm used was not specified, but was possibly 08np525, 08np447 or 08np438. The surgeon had experience using seprafilm in the past, about 10 times. Regarding the anastomosis of the resected parts, there was resection. Non-purulent inflammation existed and there was no infection. The incision was sutured mechanically. The ligature used was absorbable synthetic material. The operation condition was described as a clean-contaminate operation with digestive tract resection. The suture of the abdominal incision was described as about 15cm long with 2 layers. The first, peritoneum layer was knotted with absorbable synthetic suture. The skin layer was sutured manually with non-absorbable silk suture. The surgery took about 3 hours and there was 200g of bleeding without blood infusion. Post-operatively an open-drain was placed. An ivh catheter was also used. The drainage condition was good with no adverse event or problem. The patient was on imipenem/cilastin IV for an unspecified reason. Six days after procedure, the patient had a fever. This was treated with sulbactam sodium/cefoperazone 1g 2 times/day via IV for four days. The next day, pus developed from the mid-incision wound. Abdominal CT revealed a pus collection right under the abdominal wall of the mid-incision where the seprafilm was placed. The wound was opened to start washing. A culture was conducted from the pus taken and enterococcus faecalio was detected. Four days later, the results of a blood test showed a white blood cell count of 8600 and a c-reactive protein of 5.18. The next month, the mid-incision wound almost closed and the patient was discharged. The patient was considered recovered from the events on that date. The physician assessed the events as serious due to prolonged hospitalization, moderate in intensity, and probably related to seprafilm. The physician noted that the pus developed at the very place where seprafilm was placed. Infection due to seprafilm was suspected because there was no obvious contamination during the operation. Other possible causes of the event other than seprafilm were the patient's age and surgical invasion. As of the date of receipt of this report, the patient had recovered.